Event description:
Information was received from a health care professional via a manufacturers representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump the event date was (B)(6). The physician reported that the pump was possibly flipping and causing discomfort to the patient, there were no reported factors that may have led or contributed to the issue. Surgical intervention had not occurred but was planned and scheduled for (B)(6). At the time of this report the issue was not resolved, patient status was ¿alive ¿ no injury¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the procedure happened as scheduled for (B)(6). The pump was confirmed to be flipping and the surgeon secured pump down in the pocket. The issue had been resolved. No further information to provide.